Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that transmitter was not communicating with sensor. Customer's blood glucose was 409 mg/dl which was treated with bolus delivery. Customer reported that transmitter was not plugged in for three years. Customer also reported to have been hospitalized on (B)(6) 2016 with blood glucose of 78 mg/dl, which was 40 mg/dl prior to going to the hospital. Customer passed out and ate a half of cake. Customer then went to the hospital. During troubleshooting for transmitter, customer reported that battery was changed and transmitter was charged for 8 hours and issue was still not resolved.